Event description:
Country of complaint: (B)(6). Complaint states. Needle detached on the thread.

Manufacturer narrative:
Manufacturing site evaluation: samples received. No samples available. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Without any closed sample OEM cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: without samples OEM is not in position of studying if the affected product does not fulfill the specifications. In consequence, a proper analysis cannot be done. Nevertheless, OEM takes not of this incidence and if any sample is received in the future, OEM will re-open the case and analyze it. Please note that when no samples are receives, analysis I s very limited. Actions on product: na. Corrective/preventive actions: na.